Event description:
It was noted a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross transseptal access kit was selected for use. Intracardiac echocardiogram (ice) was used intraprocedure, and pre-procedure ice imaging confirmed there was no pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was completed. A watchman trusteer access sheath (was) was advanced to the left atrium and a 24mm watchman flx pro closure device and delivery system (wds) was inserted and implanted. The procedure was concluded and the patient was discharged the same day at 1:00 pm. Approximately 12 (twelve) hours post index procedure around 9:00 pm, the patient returned and was found to have a pe. A pericardiocentesis was performed and approximately 345ml of serosanguinous fluid was removed. A pericardial drain was left in place while the patient was hospitalized overnight, yet no more fluid drained out. The patient was discharged the following day.

Event description:
It was noted a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross transseptal access kit was selected for use. Intracardiac echocardiogram (ice) was used intraprocedure, and pre-procedure ice imaging confirmed there was no pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was completed. A watchman trusteer access sheath (was) was advanced to the left atrium and a 24mm watchman flx pro closure device and delivery system (wds) was inserted and implanted. The procedure was concluded and the patient was discharged the same day at 1:00 pm. Approximately 12 (twelve) hours post index procedure around 9:00 pm, the patient returned and was found to have a pe. A pericardiocentesis was performed and approximately 345ml of serosanguinous fluid was removed. A pericardial drain was left in place while the patient was hospitalized overnight, yet no more fluid drained out. The patient was discharged the following day. It was further reported that the patient experienced hypotension which then revealed the circumferential pe.

Manufacturer narrative:
B5: information added. H6 patient code added: low blood pressure / hypotension.